Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 27 mar 2020: it was clarified that the patient had a non-abbvie branded tubing at the time of the events. A copy of this record was forwarded to the manufacturer of the tubing.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 17 jan 2020: in (B)(6) 2019, the patient experienced peritonitis and sepsis with a decrease in oral intake due to swallowing difficulties, which had contributed to poor wound healing. A CT scan of the abdomen revealed multilobular fistula and a collection of fluid within the peritoneal space, which required a drain (drainage tube) to be placed on (B)(6) 2019. On (B)(6) 2019, the drain (drainage tube) was removed. A nurse reported that the resolution of the complication had left the patient more deconditioned which required assistance with standard transfers and was at risk for aspiration. On (B)(6) 2019, the nurse reported that patient was stable. On (B)(6) 2019, the patient developed pneumonia, which required a course of unspecified antibiotics, and had resolved on (B)(6) 2020. The nurse reported that the patient had an overall global decline that led to a permanent deconditioning and loss of mobility. A gastroenterologist assessed the patient and determined that during the week post tubing placement, the fixation plate had slipped and moved 6cm causing the peritonitis.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 19 feb 2020: on (B)(6) 2019, the patient experienced abdominal collection and sepsis. The patient was treated with intravenous antibiotics. On (B)(6) 2019, the patient underwent an ultrasound guided puncture under local anesthetic of the largest locule, in which a guide wire was used in an attempt to separate some loculations / great communications: however this was of limited effectiveness. A 12 french locking pigtail drain was then placed with fluid aspiration and secured with an adhesive device and nylon suture for free external drainage. The patient had a gradual deterioration over 2 months in the hospital due to multiple complications and progressive parkinson's disease. It was reported that on (B)(6) 2019, the patient experienced acquired aspiration pneumonia. On (B)(6) 2020, the patient was transitioned to hospice care for palliative care. Duodopa therapy was continued.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that on (B)(6) 2019 during the initiation phase of duodopa therapy, the patient had developed peritonitis and become very unwell. The patient underwent a placement of a drain and duodopa therapy was continued. The nurse stated that it was not able to be determined if the cause was the peg or the j tube (extension) or any other reason. She was unable to eat and was currently being assessed to determine whether treatment should continue.